Event description:
The customer contact reported particulate. The glass solution container was being used to deliver an unspecified concentration of papaverine, heparin, and 0.45% normal saline for a duration of 24 hrs. The customer contact reported an unspecified tubing set was being used to access the glass solution container to deliver the solution. The tubing set was used for a duration of 72 hrs. After an unspecified length of time in use, the customer reported that during replacement of the solution container, a ring of black residue was noted on the tubing set's spike. The black residue on the spike was reported to be located where the spike and the stopper of the glass solution container met. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One sealed device was evaluated. Testing found a black smear on the spike of the tubing set. This was due to the rubber stopper of the empty evacuation container.